Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of, "can't get burr through" was confirmed. Reliability engineering evaluated the device and the condition was likely due to normal component wear out from use over time, as no signs of improper cleaning or maintenance were observed. If add'l info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that they can't get the burr through the device. The device was being used during surgery. No injury or medical intervention occurred. It is unknown if a delay occurred during surgery. There was no additional information provided.